Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the cable broke on the monopolar curved scissors (mcs). The procedure was completed with no reported injury.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.099¿ - 0.159¿ in length and were not aligned with the tube axis. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.